Event description:
A male underwent initial zenith placement for aaa in 2006. The physician placed one renu converter and one iliac leg graft. Over time, a distal type I endoleak developed. In 2009, a physician at another facility placed a flex iliac leg graft to extend into the external iliac and the internal iliac was embolized. The patient will not return to the facility of initial placement for follow up.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the zenith line of IFU's list several warnings and/or guidelines to follow that could prevent endoleaks from occuring; the importance of accurate placement. Anatomical criteria including neck angulation as well as vessel condition (e.g. Calcification, tortuosity, etc. Distal fixation requirements. Patient follow-up recommendations. The device remains implanted and no images were provided to assist in this investigation. Although no evidence exists to contradict the substance of the event description, there is no corroborating evidence at this time to consider the complaint confirmed by cook incorporated. However, the appropriate individuals have been notified and we will continue to monitor for similar events.